Manufacturer narrative:
(B)(4). This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that occurred on the homechoice (hc). This event occurred during patient use during fill 5/5. The care giver (cg) states heater bag was empty so she disconnected the bag and reconnected the last fill bag to the heater line. The technical service representative (tsr) advised will need to end therapy because of disconnecting bag. The alarm cleared. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint, for a check heater line alarm, was not confirmed. The used sample was not returned to baxter for evaluation. It was not possible to review manufacturing records because the lot number is unknown. Use error was reported; the caregiver stated the heater bag was empty, so she disconnected the bag and reconnected the last fill bag to the heater line. The reported use error occurred while resolving the alarm; it did not cause the alarm. The probable cause of the check heater line alarm, based on the information in the complaint, is the empty heater bag. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Resolved over the phone no sample requested.